Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. One unpackaged unit received. Bd was able to verify, the catheter has visible silicone. It should be noted that this silicone does not cause harm to the wearer and is used to aid in the slippage of the catheter during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project has been initiated to investigate the issue. CAPA 450094.

Event description:
It was reported that there was a foreign object on the needle tip with a bd angiocath¿ IV catheter. This was discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: projecting object was on the needle tip.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a foreign object on the needle tip with a bd angiocath¿ IV catheter. This was discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: projecting object was on the needle tip.